Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation when pressure was applied for 30seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of the event.

Manufacturer narrative:
E1 - initial reporter city: b)(6).